Event description:
Customer reportedly received result of hi (greater than 600 mg/dl) and a result of 260 mg/dl within 10 minutes on the advantage system. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.